Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING A LAPAROSCOPIC PARTIAL NEPHRECTOMY, THE DEVICE'S TACTILE SWITCH HAD REMAINED IN A DEPRESSED STATE AND DID NOT RETURN TO ITS ORIGINAL POSITION AFTER TISSUE SEALING. THE ENERGY SUPPLY CONTINUED, AND POWER OUTPUT CEASED UPON THE COMPLETION OF THE SEALING PROCESS (NORMAL OPERATION). SUBSEQUENTLY, THE HANDLE OPENED AS USUAL, SO IT WAS ABLE TO BE RELEASED FROM THE TISSUE WITHOUT ANY PROBLEMS. THERE WAS NO PATIENT INJURY.

Manufacturer narrative:
Additional Information: G3, H3, H6. H3 Evaluation Summary: Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that an internal component may be damaged, which could have contributed to the button becoming stuck during use. The device's jaw opening and closing mechanism was functioning properly. The device was disassembled and a broken post was identified on the right handle body that would allow for the PCB to become misaligned during use. It was reported that the latch was on and the unit switch/knob/button failed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all Medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.